Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to 3005099803-2010-04353 for the other associated device information. It was reported to boston scientific that a cre wireguided balloon dilator was used in a pyloric dilation on (B)(6), 2010 involving a (B)(6) old female patient (patient weight and ID are unknown) according to the complainant, the first and second cre balloons popped during inflation. No pieces of either balloon detached. The physician completed the procedure with a third cre balloon with no patient complications. The patient's condition has been described as "fine."

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to 3005099803-2010-04353 for the other associated device information. It was reported to boston scientific that a cre wireguided balloon dilator was used in a pyloric dilation on (B)(6), 2010 involving a (B)(6) old female patient (patient weight and ID are unknown) according to the complainant, the first and second cre balloons popped during inflation. No pieces of either balloon detached. The physician completed the procedure with a third cre balloon with no patient complications. The patient's condition has been described as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was torn longitudinally, confirming the reported event of balloon burst. There was no other damage noted to the device. The root cause has been determined to be operational context, as the failure occurred due to some procedural factors such as contact with a sharp exterior source.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.